Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus and manual injection. Customer began system check with tandem technical support, however, declined further troubleshooting before completion. Tandem technical support could confirm no issues with bolus history. Customer removed autosoft xc infusion set and replaced with varisoft infusion set. No additional information was provided.